Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that 7 months ago the device gave an estimate of 1.7 years. On jan 18, 2021, the device was at eri and had been at eri since (B)(6) 2020. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Device image analysis indicated average monthly voltage and current trends were normal. Analysis of device image showed that device was set to auto-capture. When device is set to auto settings the pacing may change based on requirements of the patient and may cause change in estimated longevity. Further analysis did not find any anomaly and battery was in normal range of operation. Longevity assessment was performed and device exceeded projected longevity.